Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after hearing something from the device. Device interrogation revealed a fault code (fc) 1004 due to a shorted lead condition and pacing impedance measurements were less than 200 ohms. Noise and no capture was also noted on the rv and atrial channels. The noise was oversensed causing an inappropriate shock. A revision procedure was performed and the device and leads were removed from service and replaced. It was noted that both of the leads had been inserted through a subclavian vein stent which resulted in insulation damage. No additional adverse patient effects were reported.